Event description:
It has been reported to philips that the system keeps restarting. The system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips remote service engineer (rse) communicated with customer and inspected the system remotely and identified that the equipment turned on, but the software keep restarting. As a part of troubleshooting rse found the actual cause of the issue was the software don't startup correctly. Rse rebooted the system, and after rebooting the system was returned to use in good working order. The codes were updated based on the investigation outcome.